Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during an unknown phase. Earlier that morning the screen was confirmed to be working. They saw that the patient was in their last cycle, and they went back to sleep. Later on, the contact was able to disconnect the patient from the cycler and remove the supplies, but the screen was blank. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The contact confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing pd therapy without the cycler. They said the patient had one box of capd supplies to use until the replacement cycler arrives. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Additionally, there were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a short found on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover; however, there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the inverter board.